Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a low anterior resection, 1 or 2 staples were not stapled at anterior wall side. It was completed by additional suture. There was no consequence to the patient.